Event description:
It was reported that a patient with an osteoporotic compression fracture underwent a balloon kyphoplasty procedure (bkp) at l3. During the surgery, the inflatable bone tamp (ibt) could not be inserted into the osteo introducer even though the dilating pressure showed ¿0¿ and the plunger of the syringe was set at the ¿0¿ graduated mark. According to the report, an alternative ibt was used to complete the procedure and the surgery was completed without problem except for extending less than 15 minutes. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Additional information: product analysis: the complaint return ibt (inflatable bone tamp) was partially inflated when received by manufacturer. When deflated, the balloon of the ibt partially collapsed axially, but not transversely (ibt balloon width). As such, the balloon was unable to be started into the stylus cannula. Unused ibt that returned with complaint return was able to be fully inserted into both returned styli. Unable to definitively determine root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.